Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impl antable neurostimulator (ins). It was reported that the patient was previously instructed by a manufacturer representative (rep) at the outpatient clinic on how to reset the batteries, but the charging process does not proceed even after the reset is performed. Sometimes it would reset more than 10 times during one recharge. The rep also told the patient to call the toll-free number if the problem occurs frequently, which is why the patient called. The issue has not currently resolved. No health damage to the patient was reported. Additional information was received. It was reported that this problem occurred while charging. The cause of multiple controller resets was unknown. The controller will be replaced. The issue was not yet resolved. Additional information was received from a manufacturer representative. It was reported that the recharger and patient controller were replaced. The issue was resolved. The serial number of the recharger was unknown.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis was performed on [serial/lot #: (B)(6)] analysis found that there was a recharge antenna failure, controller goes blank when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 g2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.